Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received a compromised force sensor alarm along with other issues. Customer's blood glucose was unknown. Customer was not able to continue troubleshooting and would call back.